Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called and reported that the insulin pump programmed and delivered two large boluses that were unaccounted for. The customer's blood glucose was 101 mg/dl at the time of the incident. The alarm and daily history were reviewed and they reported two boluses given at 7:43 pm for 4.3 units and 6:36 pm for 3.1 units were unaccounted for. Self test was performed and passed. The insulin pump will not be returned for analysis.